Event description:
The instrument keeps falling apart. The pin that belongs in the shaft is falling out. The tip fell into the patient. No patient injury was reported. The lower tip of the instrument is designed to be removed.